Manufacturer narrative:
The field service engineer performed an instrument check and inspection, no issues were found. He performed precision checks on 2 aliquots of the patient sample which were within specification, no erratic glucose results were observed. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient with the cobas 8000 cobas c 502 module. The initial result was 48 mg/dl with a data flag. The repeated result was 116 mg/dl. The sample was run on another c 502 with results of 62 mg/dl and 47 mg/dl with a data flag respectively. The questionable result was reported outside of the laboratory. It is unclear which result was deemed correct. The reagent lot number was 53445601 with an expiration date of 31-may-2022.

Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.